Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the left lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following multiple falls, the patient was unable to place their system into MRI mode and experienced ineffective therapy. Diagnostics revealed high impedances on the left lead. As a result, surgical intervention may be undertaken to address the issue.